Event description:
It was reported that during an unknown procedure, the account had problems with initial use of device and hand piece. Device would not test. The surgery tech tried to disconnect device from the hand piece. Device would not disconnect from hand piece. It is the hospitals hand piece. After multiple attempts to disconnect them, a surgery tech was able to disconnect but it ripped the hand piece apart. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Added additional information the handpiece was received disassembled and the nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality resulting in the incomplete pre-run.